Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a possible under-delivery which caused the customer to have a. High blood glucose value was 550 mg/dl at the time of the incident. The customer stated he was hospitalized and was treated with an IV drip. No troubleshooting was performed because the customer stated he spoke with a tach on 6/19/2018 and the insulin pump was fine. Nothing will be replaced or returned.

Manufacturer narrative:
The information provided in sections were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer was admitted to the hospital on (B)(6) 2018. The customer was hospitalized for high blood glucose level and diabetic ketoacidosis.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 24, 2019.